Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional and self-tests without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the customer's report. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.